Event description:
A malfunction was reported by the caller regarding a pump. There was no adverse impact on the customer¿s blood glucose level. The issue was identified with a specific malfunction code, and technical support provided assistance to reset the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to reach out if the issue happened again.